Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 472 mg/dl and 186 mg/dl. No adverse event reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
All testing with the returned products produced acceptable results and no malfunctions were observed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the returned product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.